Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the power plug on the ac power adapter was melted upon visual inspection; however, there was no other damage present to the transmitter or to the ac power adapter, aside from the plug. The unit was plugged into a working ac electrical outlet once the original prongs were swapped with the testing prongs and the unit powered on successfully. Further analysis was performed using the testing prongs. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.1 was installed with success and the patient data was deleted successfully. In conclusion, the transmitter functioned as it should once the melted plug was replaced with the testing plug.

Manufacturer narrative:
Burn damage was identified. Product pending full analysis. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
This report is to advise of an event observed during analysis.